Event description:
The customer reported that the system exhibited an error. Further information determined that the system intermittently failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.